Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Common causes of the failure mode loose instrument grip cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observations that were not reported by the customer: signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration. The root cause of the failure mode corroded instrument bearings are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial #(B)(4), event date (B)(6) 2022, console surgeon name and procedure name cholecystectomy. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the probable root cause of the alleged large clip applier instrument to have a loose cable is attributed to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure when the surgeon was placing a clip, a loud snap was heard. The large clip applier instrument was removed and found to have a loose cable. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter at the site to obtain additional event information but has not yet received a response as of the date of this report.